Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. The MDR was reported with the date of implant in error. Multiple follow up attempts were made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The facility did not have any additional details to provide at this time.

Manufacturer narrative:
A further review of this event was performed and identified a change in the MDR reportability pursuant to 21 cfr part 803. Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual inspection: one denali femoral filter system was returned for evaluation. The filter was returned inside of the storage tube. The filter appeared to be shifted slightly distal from its original loaded configuration. The touhy-borst was returned tight in place. The delivery pusher catheter was kinked approximately 29.2cm from the proximal end of the pusher handle. No kinks were reported by the user. Spiral skiving was found inside the storage tube. Functional/performance evaluation: the touhy-borst was loosened and the filter was deployed with resistance. All 6 arms and 6 legs were present and intact. Heat was applied and the filter took the appropriate shape. All measurements met the required specifications. Medical records review_ image/photo review: medical records were not provided. No images or photos were provided. Conclusion: the denali vena cava filter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a vena cava filter deployment procedure, resistance was experienced advancing the filter through the deployment sheath. No attempt was made to deploy the filter. The filter was exchanged for a new vena cava filter that was deployed successfully. There was no reported patient injury.